Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not delivering insulin. The reporting party stated they were getting bent infusion set cannulas and had been having the issues for 2 years. The customer resorted to manual injections as they no longer trust the pump. No harm requiring medical intervention was reported. Troubleshooting was not completed as the customer could not be identified. The insulin pump will not be returned for analysis.